Event description:
The patient reported frayed wires on the power supply and then sparking occurred. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed.